Manufacturer narrative:
Sections with additional information as of 10-dec-2021: h10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter serial number, different test strip lot number. Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Test strips were not returned to manufacturer. Meter was returned, no investigation required: no product complaint was alleged by the customer. Note: manufacturer contacted customer in a follow-up call on 15-sep-2021 to ensure customer had received the replacement products and that they are working as intended - able to establish contact with customer who stated they are comfortable with the glucose readings from the replacement products.

Event description:
Consumer called for assistance with performing blood test; customer has discontinued product - customer has true2go meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 04/30/2018 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix go product line.